Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2014 -product analysis: the pump and battery cap were returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked and a portion had broken off. The battery cap was able to appropriately tighten to the battery compartment; the battery cap o-ring was observed to be exposed. There was no evidence of moisture within the battery compartment. A power loss was not experience. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.